Event description:
The dealer set the bed up at a consumer's home. The dealer received a call 15-20 minutes later that the drivershaft had allegedly fallen off the bed. This allegedly caused the head of the bed to fall and "jolt" the consumer. The consumer recently had the neck and back operated on and had pins and bars in the neck and back. Consumer was taken to the hospital in 2003 by ambulance and was still in the hospital in 07/2003. Extent of injuries, if any, is not known.